Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set had retraction issues - delay. This event occurred 4 times. The following information was provided by the initial reporter: "when the safety button is pressed, the needle does not fully retract." "After blood collection, the needle retracted only half way . Health worker removed it carefully. Upon disposal after the treatment, she confirmed all the needle was retracted. No health hazard occurred like blood exposure."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set had retraction issues - delay. This event occurred 4 times. The following information was provided by the initial reporter: "when the safety button is pressed, the needle does not fully retract." "After blood collection, the needle retracted only half way. Health worker removed it carefully. Upon disposal after the treatment, she confirmed all the needle was retracted. No health hazard occurred like blood exposure.¿